Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, missing end cap sticker, cracked case at display window corners and reservoir tube window corners.

Event description:
It was reported via phone call that the insulin pump alarmed button error and the up arrow button could not be pressed. Blood glucose value is unknown. It was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.